Event description:
Complainant alleged that the paramedic crew was called to treat a 68 year old male patient with difficulty breathing. The dispatcher advised the enroute crew that CPR was being performed on the patient. Upon arrival the crew monitored the patient. The monitor indicated that the patient was in ventricular fibrillation. The crew attempted to charge the paddles, but no charge occurred. The crew shut off the monitor and the turned it back on. Ventricular fibrillation was again confirmed. They attempted to charge the paddles a second time without success. The back-up batteries were then installed into the unit. And the unit successfully charged the paddles. The patient was defibrillated at 200, 300, and 360 joules with no problems. The patient subsequently expired. There is no indication that the alleged malfunction contributed to the patient outcome. Please reference medwatch report number 1011006.